Event description:
In 2007, this patient received five gore excluder aaa endoprosthesis aortic extender components. Three days later, all devices were explanted. Further information is pending investigation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxa230300/04536179, pxa230300/04518225, pxa230300/04536781, pxa230300/04483196.